Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified: openings, crease fold, wear abrasion. Leak test was performed and found openings on posterior and anterior side. A microscopic analysis was performed which identify crease smooth opening on posterior. And opening striated in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a creased smooth opening on posterior due to fold flaw opening. A striated edge opening on anterior side due to surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.